Event description:
Medtronic received information that following the implant of this bioprosthetic valve, intra-operative echocardiographic findings revealed a paravalvular leak. The valve was removed and replaced by another bioprosthetic valve during the same surgery. Additional information was received that the event may have been related to the chosen technique and the inability to see through the cinch implant system when the valve was at the annulus level. There were no adverse patient effects. The valve will not be returned for analysis.

Manufacturer narrative:
(B)(6). Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The report suggests that the event may have been related to the chosen surgical technique.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.